Manufacturer narrative:
Date rec'd by MFR: 16apr2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The power switch was illuminated. The customer swapped out the user interface for troubleshooting and the unit powered on. The fse provided the customer with the part information to replace the user interface for the unit. The customer replaced the user interface board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit would not power on. There was no patient involvement. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The power switch was illuminated. The customer swapped out the user interface for troubleshooting and the unit powered on. The fse provided the customer with the part information to replace the user interface for the unit. Event date not specified, estimate used.